Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Territory 231 reports the red knob on the femoral measured sizer broke in two upon tightening. No pieces fell into the patient. The investigation confirmed that the size locking knob has broken as reported and the rotation lever had broken as well. The failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per eco415569 as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. With regard to the rotation lever grip (black part) the damage is consistent with the device being dropped onto the front left-hand side of the product. Whilst drop tests were conducted on the device during development, failure was recorded after multiple deliberate drops on this specific location. Suggesting appropriate care has not been taken in handling this device. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red knob on the femoral measured sizer broke in two upon tightening.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.